Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the tip of the device was tightened, the cutting wire attachment from the tip became loose. A second dreamtome rx 44 was used; however, the cutting wire also broke at the tip. A third dreamtome rx 44 was used but same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the first dreamtome rx 44 inside the packaging was provided by the customer and shows the wire was broken and kinked.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole. The cutting wire was also blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. U upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue and lead to a break. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to hitting the working channel of the scope with the broken section, kinking the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of three dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the tip of the device was tightened, the cutting wire attachment from the tip became loose. A second dreamtome rx 44 was used; however, the cutting wire also broke at the tip. A third dreamtome rx 44 was used but same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the first dreamtome rx 44 inside the packaging was provided by the customer and shows the wire was broken and kinked.